Event description:
Reportable based on device analysis completed on 13jun2022. It was reported that during an ablation procedure with an intellanav mifi oi catheter there was continuous noise/signal quality deterioration observed on both the mapping and the recording system. This catheter was replaced and the procedure was completed without any patient complications. However, device analysis found a foreign material in the distal zone of the device.

Manufacturer narrative:
The intellanav mifi oi catheter ablation catheter was returned to boston scientific for analysis. Visual inspection revealed a foreign material in the distal zone. Functional testing noted no abnormal resistance while maneuvering the catheter. Continuity testing was performed and the results were within specifications. Pressure testing was performed to identify any potential leak paths and confirmed that the parameters were within specifications. Functional testing was performed with the catheter attached to an external pump to determine saline flow; an obstruction was detected. Laboratory analysis was unable to confirm the reported clinical observation regarding the noise issue.